Event description:
It was reported that a device lead had high impedances during normal use. It was reported that impedance testing and x-rays were performed to confirm the issue. It was reported that the product was explanted and replaced with no reported patient symptoms or complications. It was reported that the product would be returned to the manufacturer.

Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that high impedances were measured after 1 months of service life. Preliminary geo assessment: -already explanted -suspect contact problems preliminary geo conclusion: contact problems suspected after 1 months. No product issue. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.